Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, an anterior needle-to-cuff miss occurred. When the needle plunger was removed, no suture was present. The device was removed and a second proglide was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Account alleged that the brakes are engaging, but not holding. No pt impact.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the monofilament was returned loose. The posterior cuff and posterior needle remained attached to the rail-end of the monofilament. The anterior needle remained engaged with the anterior cuff and link. Based on the investigation findings, the link was pulled from the swage-end of the posterior cuff. The link connects the anterior needle to the suture; if the link is pulled from the cuff, the suture will not be present when the needle plunger is withdrawn. This can appear very similar to a needle-to-cuff miss. The link detachment is likely the result of resistance or drag encountered during the procedure. A root cause for the link being pulled from the cuff could not be determined. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.